Event description:
A report was received that a patient's precision system was explanted. The patient's implanting physician could not be contacted, and further information could not be obtained.

Manufacturer narrative:
The explanted items will not be returned for evaluation.